Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported the rv lead continued to exhibited oversensing, and a lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. It was also reported that the rv lead exhibited undersensing.

Manufacturer narrative:
Concomitant medical products: 977a275 pain stim lead implanted (B)(6) 2013; 977a275 pain stim lead implanted (B)(6) 2013; 97715 pain stim ipg (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to lightheadedness. Upon interrogation it was noted that there was right atrial (ra) lead and right ventricular (rv) lead oversensing noted on current and stored electrograms (egm). The leads remain in use. No further patient complications have been reported as a result of this event.